Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of taxotere. After an unspecified length of time in use, leakage was noted at the clave y-site of the tubing set. An unspecified amount of solution leaked onto the pt. The leak was cleaned up per the hospital's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received.